Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging damage to the battery compartment of the pump. The reporter indicated that evidence of moisture was observed inside the pump. The reporter confirmed there were no noted power events. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump battery compartment was observed to be cracked at the side of the compartment down to the case seal. Moisture was observed inside the battery compartment. A battery compartment leak was found due to the damage to the battery compartment.